Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. Blood was observed in/on the helix/lobe mechanism. The lead was received with the helix fully retracted. When the helix was retracted during the procedure, the is-1 pin was turned an excessive number of times, resulting in distortion of the distal conductor within the connector. A distal conductor fracture (overstress) was observed. (B)(4): the full lead was returned and analyzed. Blood was observed in/on the helix/lobe mechanism. The lead was received with the helix fully retracted. When the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of times, resulting in distortion of the distal conductor within the connector. The proximal conductor was also distorted. The lead has been stretched causing the inner tubing to buckle. This prevents proper torque transfer when turning the is-1 pin. All conductors were stretched. The inner insulation was kinked/buckled and the outer insulation was breached/cut.

Event description:
It was reported that the physician's attempt to implant two leads in patient was unsuccessful due to difficulty in rotating, extending, and retracting the helix as well as inability to advance stylets into both leads. The two leads were taken out and another lead implanted. No patient complication was reported as a result of this event.